Event description:
Additional information was received stating that the vns patient¿s infection had resolved and the incision site had healed. The patient¿s device was programmed back on. No medication changes were made. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported that a recently implanted vns patient currently has an infection at the electrode site. It is unknown if cultures were performed. It was reported that the patient is currently on antibiotics and is running a low-grade fever. The patient's mother does not believe the patient was picking at the incision and reported that the patient has also experienced an increase in seizures since the device was programmed on. It was reported that this increase is in comparison to the two weeks prior to surgery when the patient did not experience any seizures. It is unknown if the increase is above the patient's pre-vns baseline frequency. It was recommended to the physician that the device be programmed off until the infection has cleared. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution. Brand name, corrected data: previously submitted MDR indicated this information was unknown. It is now known. This report is being submitted to correct this data. Model #, serial #, lot #, expiration date, corrected data: previously submitted MDR indicated this information was unknown. It is now known. This report is being submitted to correct this data. Manufacture date, corrected data: previously submitted MDR indicated this information was unknown. It is now known. This report is being submitted to correct this data

Manufacturer narrative:
Date of event, corrected data: previously submitted MDR indicated an inaccurate event date. This report is being submitted to correct this information.